Event description:
The complaint reporter stated that the device was not functioning and that the problem involved both cpus (central processing units) of this two-cpu device. The complaint reporter said that prior to calling for assistance he had removed the power supply unit (psu) from the primary cpu and installed it into the backup cpu in order to restore system function. The backup cpu then powered up successfully and our technical support specialist assisted the customer with the commands necessary to successfully reboot the system and reinitiate the acuity software application; at that point system operation was restored. The customer installed the apparently failed psu into the primary cpu and shipped that cpu to us for evaluation. The customer stated that the primary cpu had apparently failed at an earlier date but that this was not noticed by the staff. Note 1: the customer did not provide information regarding patient identifier information for block a. No patients' were adversely affected.